Event description:
The customer reported that the laser aimer was not turning on. Also the left monitor was displaying a phosphorus burn in.

Manufacturer narrative:
(B) (4). The ge service rep replaced the laser aimer and the left monitor. The system performs as intended.